Manufacturer narrative:
Nut in lift motor assembly failed.

Event description:
It was reported by service report that the bed lift is not working properly. No patient involvement or adverse consequences are reported.